Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The patient reports two different patient samples that have generated false reactive architect (B)(6) assay results and who are not exhibiting any symptoms of infection. Controls have remained within specifications. One of the patients ((B)(6)) has been discharged and was verified to have (B)(6). The sample from this patient generated an initial result of 11.91 s/co on (B)(6) 2015 and was recentrifuged and retested with a reactive result of 1.27 s/co. This patient has normal asat and alat levels with an elevated igm and low b12 levels (no values provided) with a sedimentation rate of 29/56. The second patient ((B)(6)) generated a result of 2.30 s/co on (B)(6) 2015. No further information was provided for this patient. There is no impact to patient management reported.

Manufacturer narrative:
There were no returns from the customer site for this evaluation. A retained kit of architect havab igg, lot number 54149li00 was tested in a specificity set-up. All negative control values and additional characterized negative human plasma replicates met specifications, results were in the typical range and no false reactive results were obtained. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect havab igg assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.